Event description:
The customer reported a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor pcb. System operates as intended. (B)(4).